Manufacturer narrative:
Additional information: similar product to 190-000. The investigation is still in progress. A supplemental report will be provided after completion. Reference related MFR. Report numbers 1221359-2022-03344 through 1221359-2022-03353.

Event description:
The customer reported having received an unspecified number of false positive results with the ID now covid-19 assay each day for the last ten days beginnig on (B)(6) 2022. This report is for day four (4) of ten (10). The patients were isolated in a covid-19 area of the hospital as a result of the positive ID now results. Confirmatory pcr testing was performed (platform and sample type unknown) which generated negative results. No additional information was reported. Pending response from the customer with additional information. A follow-up report will be sent when additional information is received.

Event description:
The customer reported that testing was performed in the emergency room and that the patient had been previously diagnosed with covid-19 in (B)(6) 2022. The patient had pcr testing performed (B)(6) 2022 (negative result), (B)(6) 2022 (negative result), (B)(6) 2022 (positive result) and (B)(6) 2022 (positive result).

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1068625 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot 1068625 and test base part number 190-430 / lot 1068625. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1068625 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.